Event description:
The customer reported that she wore the insulin pump during an MRI scan. Troubleshooting was performed and the insulin pump did not pass the displacement test. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.